Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the supply bag was dropped on the floor and came undone (disconnected) which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell one of three of peritoneal dialysis therapy. During troubleshooting, it was reported that the supply bag was dropped on the floor and came undone (disconnected). Renal therapy services (rts) explained to the hp the cause of the alarm. Rts helped the hp to disconnect, clear the alarm, remove the cassette and bags from the homechoice device. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.